Event description:
Bard max-core biopsy instrument malfunctioned during prostate biopsy. Trigger on device became stuck and was unable to be closed. Ref: mc1825, lot #: rekq2277. Manufacturer response for biopsy instrument, max-core biopsy instrument (per site reporter). Coordinating return of four devices (from this event and others).